Event description:
The manufacturer received information alleging a trilogy ev300 device failed preliminary system test active exhalation verification and fio2. There was no allegation of patient harm. The device was not reported to be in patient use. Trilogy ev300 device has yet to be returned to a manufacturer's service center, but evaluation is anticipated. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported information received alleging a trilogy ev300 device failed preliminary system test active exhalation verification and fio2. There was no allegation of patient harm. The device was not reported to be in patient use. During the evaluation of the trilogy ev300 device at the manufacturer's service center, the technician duplicated the reported exhalation pilot test failure. The device's proportional valve (aecm) and 3-way solenoid valve were replaced to resolve the issue. The diagnostic system test was performed and passed.